Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose (bg) levels were greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported included hyperglycemia and vomiting. According to the patient, he did not receive an alarm for his high bg levels, he attempted to bolus and noticed that the pod was loose and not sticking well to the skin. The patient received intravenous (IV) insulin and rehydration therapy. The patient was discharged after one day, on (B)(6) 2025.